Manufacturer narrative:
The meter and test strips were requested for an investigation, however, the test strips are no longer available to return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for 1 patient tested with accu-chek performa meter serial number (B)(4) leading to hypoglycemia. At 6:15 p.m. The result from the meter was 315 mg/dl. The patient was treated with 31 iu of humalog (insulin) "according to the prescribed regimen" based on this result. It was alleged that a short time later, the patient showed clear signs of hypoglycemia. Another measurement with the same meter was 24 mg/dl. The emergency doctor was called. "In a few minutes" and prior to the emergency doctor arriving, a new measurement was obtained with the same meter and the result was 100 mg/dl. The patient was fine afterward. Additional information was requested but has not been received at this time. This information includes: the specific timeframe between results. Patient clinical information (including symptoms) prior to insulin therapy. Additional patient information (ex: medications, medical history, age, gender, weight). This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
Section d1: brand name was updated section d4: catalog number and UDI number updated section g5: 510k number updated the returned meter underwent further testing with retention batteries, retention test strips and retention controls. All testing produced acceptable results. The investigation did not identify a product problem.

Manufacturer narrative:
The meter was returned for investigation and was tested with retention strips and controls. All results were acceptable and were within range with no errors. No malfunction or defect was observed during testing. The meter memory was reviewed and neither the results alleged by the customer or similar results were observed. The investigation is ongoing.